Manufacturer narrative:
Isi received 10 unused green stapler 45 reloads from the site with the same lot # (i.e. M10180417) as the stapler 45 reload used during the surgical procedure. The reloads were installed on an in-house instrument and placed on an in-house system. The instrument fired the reloads with no issues. Stapler formations looked normal. The single stapler 45 reload used during the surgical procedure has not been returned to isi. In addition, isi has requested for the stapler 45 instrument to be returned for evaluation. However, as of the date of this report, the instrument has not been returned. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with procedure date of (B)(6) 2018. The system logs reveal that a single system error #22030 was generated. A system error #22030 signifies that the system has detected a stapler failure in its operation which aligns with the reported blade exposed issue. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, a small anastomotic leak was identified. However, at this time, the root cause of the operative complication is unknown. There is also no indication that the patient received any medical intervention to specifically treat/repair the anastomotic leak.

Event description:
It was initially reported that the da vinci-assisted low anterior resection procedure ¿was completed successfully with no adverse effect¿ to the patient. However, the surgeon claimed that he had a stapler issue during the surgical procedure where he had to go through ¿a number of compression cycles¿ until the instrument was ready to fire. After firing a stapler 45 instrument, the system alerted the surgical staff that the stapler blade may be exposed. The surgeon indicated, that ¿the overall handling and function of the stapler appeared otherwise normal¿ except for the failure message. According to the site, the stapler instrument was intact and there were no missing components. The staple line appeared normal. The staple line was tested and found to be ¿intact and overall satisfactory¿ per ¿2 colo consultants.¿ the surgeon used a hand-held laparoscopic stapler to complete the rectal division. The surgeon indicated that the procedure was an ¿ultra-low ar¿ (anterior resection) and ¿there was no more rectum to resect caudally and if the staple line was not deemed satisfactory it would mean proceeding to a higher morbidity procedure with inferior functional outcome.¿ the surgeon further noted that ¿the patient did not come to any harm and this incident did not alter the operative plan.¿ on august 17 and 23, 2018, the following additional information regarding the reported event was obtained: the surgical procedure was successfully completed robotically. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reportedly reviewed video footage of the surgical procedure with the surgeon. According to the csr, the rectum appeared to be nicely skeletonized and the stapler instrument appeared to fire correctly with a nice transection line. The csr indicated that the patient had developed a ¿tiny leak in the anastomosis¿ which was confirmed by the surgeon. However, the csr indicated that the site did not believe the leak was going to present a problem at this stage. The site was monitoring the patient who was reportedly doing ¿well.¿ there was no indication that the patient received medical intervention to specifically address the anastomotic leak.

Manufacturer narrative:
On 09/11/2018, the intuitive surgical, inc. (Isi) clinical sales representative (csr) provided the following additional information regarding the reported event: the leak was identified radiologically and post-operatively. The patient had not presented symptomatically. According to the csr, the surgeon believes that the staple line leak was in a transection area where a laparoscopic stapler instrument was used. The surgeon also indicated that he feels that the leak was likely caused by tubing inserted by another endoscopic team member post-operatively. No medical intervention was administered to address the leak. As of (B)(6) 2018, the patient was ¿fit and well.¿ as of the date of this supplemental MDR, the stapler 45 instrument used during the da vinci-assisted surgical procedure has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is received. Based on the additional information provided, this complaint is no longer deemed reportable as an adverse event due to the following conclusion: there is no evidence that a serious patient injury occurred. Although a staple line leak was identified, no medical intervention was provided to treat or repair the post-operative complication. There is also no evidence or allegation that a da vinci product caused or contributed to the operative complication. In addition, there is no indication that a malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
The stapler 45 instrument (part #470298-11; lot #s11161130-0015) used during the surgical procedure was returned for evaluation. The stapler instrument was installed on an in-house system and tested. The stapler instrument clamped and fired with no issues. The instrument passed initialization as well. Based on the current information provided, this complaint will remain non-reportable due to the following conclusion: as noted in the supplemental MDR #1 submitted on 10/04/2018, there is no evidence that a serious patient injury occurred. Although a staple line leak was identified, no medical intervention was provided to treat or repair the post-operative complication. There is also no evidence or allegation that a da vinci product caused or contributed to the operative complication. In addition, there is no indication that a malfunction of a da vinci system, instrument, or accessory occurred. The stapler 45 instrument used during the surgical procedure was returned to isi, evaluated, and the device passed functional testing.